Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the customer is having battery degradation issues as they're getting the battery notifications as well as the unit is powering down pre-maturely. Verified sw version is 2.2.0.